Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38 synergy ii drug eluting stent was advanced to treat the lesion; however, the device was kinked and the shaft broke approximately 15 cm from the tip of the catheter. The whole system was pulled back and was completely removed from the patient. A new guide wire was advanced and a balloon catheter was used to dilate the lesion and the procedure was completed with non bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and is within the max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 840mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38 synergy ii drug eluting stent was advanced to treat the lesion; however, the device was kinked and the shaft broke approximately 15 cm from the tip of the catheter. The whole system was pulled back and was completely removed from the patient. A new guide wire was advanced and a balloon catheter was used to dilate the lesion and the procedure was completed with non bsc stent. No patient complications were reported and the patient's status was fine.